Manufacturer narrative:
There is no way to know whether this device was manufactured by (B)(4) industries ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
Per importer's MDR: MDR decision date: (B)(6) 2013. (B)(6) 2013 - seh. No serious injury alleged. Malfunction alleged. Provider states hinge pins are breaking off too easily when leg rests are bumped by doorways. MDR filed.